Event description:
A patient reported blood glocose results of "150 and 220 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.